Event description:
It was reported that during a case involving the peroneal artey (posterior tibial), the accunet device was being used as a filtration device. Another company's device, similar to an atherectomy device, was being utilized and the accunet device was placed for protection of plaque going distal. However, the accunet device could no be recovered with the recovery catheter, as the catheter would not advance through a stent. The accunet device was then pulled on in order to remove it, and then the wire broke off of the filter basket. The artery was recannulized and another company's stent was used to compress the accunet against the artery wall. The pt's blood flow was good and the pt was reported to be doing well.